Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2008. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, no patient complications were reported. As of a follow up appointment on (B)(6) 2010, a pelvic exam was performed and the patient complained of leaking, urgency, stress urinary incontinence, and abdominal pain. The patient reported three bladder infections within the "past few months." The patient was prescribed the medication cipro, cranberry pills and vaginal cream. A pap smear was performed. An objective finding of a small erosion was reported. The patient reported on (B)(6) 2010 that symptoms have not improved upon completion of the medication cipro. Cultures performed were negative and contaminated. All other information is unknown and unavailable.